Event description:
It was reported the device has physical damage. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken. Analysis also found the upper case, lower case, battery release, two side bail covers, and ring cover were broken. Lead flex cover was contaminated and serial number label was torn (cosmetic). (B)(4).